Manufacturer narrative:
The device was not returned for analysis. Should the device be returned an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
A healthcare provider reported that a silent nite 3d one piece appliance has broken. Reportedly the anchor broke off on the upper right side. No injury was reported.